Event description:
Customer reported the dap measurement is inaccurate. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and calibrated the dap function. System operates as intended.